Manufacturer narrative:
Updated data: b5. Corrected data: b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a new valve was successfully implanted.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop34, (lot: 0012873640); product type: 0195-heart valves; product ID: l-evprop34, (lot: 0012639697); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evproplus-34, the pre-implant fluoroscopic inspection performed showed no issues of the valve load. During the first attempt at valve deployment, the valve was not in the correct position and required recapture into the delivery catheter system (dcs). On the second attempt, an infold in the valve frame occurred. The valve was recaptured into the dcs and withdrawn from the patient. The decision was made not to proceed with the implantation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway return product analysis (rpa) lab alongside the delivery system and subsequently forwarded to the santa ana rpa lab. The valve was contained within a heart valve return kit jar, fully submerged in a clear 0.2% glutaraldehyde solution. The valve exhibited discoloration consistent with blood exposure. The valve appeared slightly compressed around the valves skirt region. All leaflets were observed in the closed position. All leaflets were pliable and appeared intact. All commissures appeared intact. No visible suture damage was observed. The valve was submerged in a warm saline bath (approximately 37°c), resulting in full expansion of the frame. No frame damage, such as bends or kinks, was observed following warm saline submersion. The valve was immersed in a cold saline bath and positioned onto the loading system to perform a loading simulation following the instructions for use. The frame paddles seated properly within the attachment pockets. The capsule was advanced to cover the frame paddles and outflow crown st ruts, then further advanced until the capsule guide tube covered the valve¿s commissure pad. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve. Post-loading inspection of the capsule revealed no visual or tactile anomalies. Following loading, the valve was deployed in a warm saline bath (approximately 37¿°c). The deployment knob was rotated to expose the inflow portion of the valve, with no visual anomalies observed. Deployment continued through the waist region and progressed to the point of no recapture without issue. The valve was then fully deployed. No visual anomalies were observed during the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.